Manufacturer narrative:
Additional information has been received that this lead was surgically abandoned and is no longer in service. A new right ventricular (rv) lead was implanted without issue. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that during a routine device check, this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. The lead was switched to unipolar and the physician will see the patient in a few weeks for a possible lead revision. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.